Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were faded and take multiple or longer presses to respond. The customer's blood glucose value was unknown. The customer also stated that the top of battery compartment chipped and cracked and insulin pump screen has rainbow effect in the sun which effect visibility. The insulin pump received unexplained no delivery alarm. The insulin pump will not be returned for analysis.